Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported, he believes the infusion device delivered an unintended bolus. He stated he did not experience any physiological effects. He was unable to provide any further explanation of the issue. He switched to his backup infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.